Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation tower doors had double-clicking. A field service engineer found that the door latch connectors were corroded and cleaned to resolve the issue. A field service engineer tested the device in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es door issue of the tower. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient but customer able to get the medication from the main hospital. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.